Event description:
During the procedure, the physician operated the guiding catheter following standard procedure. When the micro-guide wire entered the guiding catheter, the physician felt resistance. Then he removed the guiding catheter, and found the connection of hub is broken. The physician then changed another guiding catheter to complete the procedure. The physician did not notice the broken hub prior to the procedure. There was no pt injury.

Manufacturer narrative:
The product has been received but analysis has not been concluded, additional info will be submitted within 30 days of receipt. See scanned page.